Event description:
It was reported that the patient experienced overwhelming stimulation in non-target areas despite multiple reprogramming attempts. All components were explanted and will be returned. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1160 (B)(6) and sc-8336-70 (B)(6). The returned ipg and lead were analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Hence, the probable cause selected for this complaint is no problem detected.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-70, serial: (B)(4), batch: 7030791.

Event description:
It was reported that the patient experienced overwhelming stimulation in non-target areas despite multiple reprogramming attempts. All components were explanted and will be returned. The patient was doing well postoperatively.